Event description:
Report from foreign reporter states that rotor study was performed on the infusion pump, but the rotor did not move. Additionally, more drug was found in the pump reservoir upon aspiration than should have been there. The device was explanted and returned to the manufacturer for analysis. No further information on this patient or event is available from foreign reporter.

Manufacturer narrative:
8/25/1998: h6 - primary finding of device analysis revealed normal device function, no anomaly found. Device was placed in extended infusion testing for 184 day cycle with normal device function noted. Reported event could no be duplicated.